Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. The device was subsequently surgically abandoned and the device was explanted due to elective replacement indicator (eri). This lead remains implanted. No additional adverse patient effects were reported.